Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. The complaint cannot be confirmed. The silicone sleeve of the device was found to be pushed towards the distal end of the needle relative to the intended position. The device was observed under magnification to reveal any defects that may relate to the complaint condition. Under magnification, a small breach was observed in the silicone sleeve. The silicone sleeve was removed to determine whether or not there was a missing piece of silicone or a crack in the material. Notably, the silicone sleeve was easily removed compared to a non-damaged silicone sleeve. Further visualization of the standalone silicone sleeve revealed that the breach in the material was in fact a crack. Therefore, there were no features of the device that were found to be broken in 2 or more pieces. The crack in the silicone could have been caused by over insertion of the needle into the tissue therefore causing the silicone sleeve to crack. Upon removal from the joint space, the crack in the silicone sleeve would have reduced the resistance of the sleeve to the needle therefore allowing it to be pushed toward the distal end easily therefore is a root cause for the defects observed. However, since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via phone that the omnispan meniscal repair system/27 degree broke in arthroscopy of knee joint. The case was completed by changing another one. There was no report on patient injury. It was mentioned that no additional information could be provided.